Event description:
It was reported that the stimulator and leads were taken out due to infection. It was further reported that the manufacturer representative was told there was a staph infection. The infection was primarily around the battery even though everything was taken out. The doctor tried a round of antibiotics when they first suspected the patient may have been infected. The patient symptoms worsened so they explanted the device. The patient was doing well at the time of the report and the doctor placed them on bactrim.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).